Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8284777; medical device expiration date: 2021-11-30; device manufacture date: 2018-10-11; medical device lot #: 8284779; medical device expiration date: 2021-11-30; device manufacture date: 2018-10-11; medical device lot #: unknown; medical device expiration date: unknown; device manufacture date: unknown. " investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for does not detach, needle bent (npe) on lot # 8284777 & 8284779. Unable to perform complaint lot history check due to unknown lot number for needle bent (npe) and needle broken (npe). Investigation summary: customer returned (1) novolog flexpen, (1) loose, broken cannula and (117) 30g x 5mm bd autoshield duo pen needles: 116 were sealed (unused) and 1 did not have a tear drop label attached (safety mechanism not activated). Consumer reported when the nurse removed the needle from the insulin pen the needle didn¿t come out of the pen. It appeared that it was bent up and didn¿t go in the rubber piece on the pen when the needle was attached. From the 117 returned pen needles 1 unsealed pen needle and 30 randomly selected sealed pen needles were subjected to the following testing (31 samples in total): each sample was threaded onto a test pen fixture; after attachment, the safety shield mechanism was activated; following safety shield activation, each pen needle was then detached from the test pen fixture. The results of this testing revealed no manufacturing defects: no issues were observed when attaching or detaching the returned pen needles, and no non-patient end cannula were bent. The loose, broken cannula was observed to have a bent non-patient end cannula likely caused from user error during attachment of the pen needle. A lot history review was carried out and no related non conformances were raised in association with these packaged lots (8284777 & 8284779) concluding all inspections were performed per the applicable operations and met qc specifications. Unable to perform DHR review due to unknown lot number for needle bent (npe) and needle broken (npe). Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (difficult to detach). Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent needle & broken needle). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue (does not detach) is unconfirmed. The possible root cause for this issue (npe needle bent & npe needle broken) is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the cannula was broken and bent with a bd autoshield¿ duo safety pen needle. The following information was provided by the initial reporter: when the nurse removed the needle from the insulin pen the needle didn¿t come out of the pen. It appeared that it was bent up and didn¿t go in the rubber piece on the pen when the needle was attached. Additional information received 4/24/2019 after samples received: additional issues (broken npe cannula, bent npe cannula) found on sample with unknown lot number during investigation.